Event description:
A complaint rec'd by proxy biomedical on the (B)(6) 2012 via the polyform distributor (B)(6) states that the pt is suffering urinary retention following implantation of polyform and bard align and underwent corrective surgery. Pt then reported to suffer from dyspareunia, pelvic and anal spasms, recurring infections, pelvic pain and pains in her hips. The report was made by the pt. The pt is identified as (B)(6) - their age, weight and height at the time of the event is unk. The pt had the following pre-existing medical conditions: pelvic wall deterioration, incontinence and bladder colon prolapse. The polyform product involved is a 10cm x15cm or 15cm x 20cm size - lot number has not been provided. The date of implantation or the date of the corrective surgery has not been provided. The date of the 'event' has been reported as the (B)(6) 2012.

Manufacturer narrative:
Eval - device was not returned for eval. Conclusion - inconclusive, investigation on-going. The device is a synthetic device made from polypropylene. Dyspareunia can be caused by mesh erosion - dyspareunia and mesh erosion is a documented risk associated with the polyform device - reference design fmea and polyform product insert (instructions for use).